Event description:
This is filed to report the unintended movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (10210u135) was advanced to the mitral valve when it was noted on angio that the device appeared to be mis-keyed. M knob was applied and in echo and angio it appeared to behave differently than it should. The cds was removed from the patient and the blue-to-blue alignment markers did not appear to be mis keyed. A new cds (10701r145) was used, and the procedure was complete with 1 implanted mitraclip. The final mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.